Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the myocardial infarction could not be conclusively determined. Per the IFU, ablation within and in close proximity to the coronary arterial vasculature has been associated with myocardial infarction.

Event description:
During an ablation procedure, a myocardial infarction occurred. Ablation was performed in close proximity to the coronary artery. An angioplasty was performed to stabilize the patient. There were no performance issues with an sjm devices.